Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath hole prior to a mitraclip interventional procedure. Reportedly, the suture came out of the vessel during device removal and the knot was formed and intact. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed prior to proglide use. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.